Manufacturer narrative:
The investigation of product damage (sleeve damage) and positioning issues has been completed. The impella device was not returned for evaluation. Product damage (sleeve damage): based on the clinical details, the root cause of the of the product damage (sleeve damage) is most likely due to use as there was tension placed on the device during transfer causing the anticontamination sleeve connection to become damaged. Positioning issues: based on the clinical details provided, the root cause of the positioning issues is most likely due to patient movement as an additional load was placed on the cp during transfer causing it to become out of position.

Manufacturer narrative:
Medical safety review of the event was completed. Impella cp pump 1, the event describes a malpositioning of the device and anti-contamination sleeve damage. Pump 1 was therefore replaced. This malfunction is not attributable to the demise outcome. However, it is a product malfunction and should be reported. Impella cp pump 2 involves a malfunction with pump stop that was restarted with inadequate flow. Hemodynamics were not affected significantly per the reporting from the physician. The pump was replaced. The patient expired approximately 28 days later. After being upgraded to the 5.5, an attempt to stabilize the patient's hemodynamics were made but there was little improvement; the patient died of multiple organ failure. In this case, the patient's underlying condition likely contributed most to an outcome of death (cardiogenic shock stage e). However, there is not enough evidence to exclude the impella cp pump 2 as an associated factor given the pump stop malfunction in this complex case. Additionally, this device malfunction if occurring in another patient was repeated (as in the case above) could result in significant hemodynamic decompensation and therefore, should be reported as a death type of reportable event. Impella 5.5: no complaint ¿, the upgraded to 5.5 and tried to stabilize his hemodynamics, but there was little improvement, and he died of multiple organ failure.¿ this event story involves two product complaints impella cp (B)(6) pump 1 (25-45645-1): malfunction (MDR (B)(4)). Impella cp (B)(6) pump 2 (25-45618-1): death (MDR (B)(4)) b5 including patient outcome h10 medical safety officer review.

Event description:
A patient with ami/cgs was admitted. Lesion for left main and underwent percutaneous coronary intervention (pci) with intra-aortic balloon pump (iabp) assistance. There was hemodynamic disruption during pci and extracorporeal membrane oxygenation (ECMO) was added. Additionally, there was difficulty withdrawing from ECMO plus iabp, and the patient was transported from iabp on monday morning for the purpose of impella upgrade and an impella cp was placed. Impella cp pump 1: during the transfer to the intensive care unit on a bed, tension was applied to the tip, causing it to slip out to the aorta. When tension was applied, the connection part of the sterile sleeve was damaged. The device was replaced (same day as implanted). Impella cp pump 2 was implanted and 20 days after, the pump stopped. The pump was restarted and ran at low flow rate (p-2) for a while. Per the physician it did not affect hemodynamics significantly. However, there was a possibility that the patient would still become unstable without mechanical circulatory support. The patient was escalated to an impella 5.5. The patient expired 28 days later on the impella 5.5 noted from multiple organ failure.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was on impella cp support. It was noted that during transfer to the intensive care unit on a bed, tension was applied to the impella cp smartassist tip which caused it to slip out to the aorta. When tension was applied, the connection of the sterile sleeve was damaged. Mechanical circulatory support was still needed so a new impella cp will be replaced. The patient survived.